Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call indicating that the insulin pump alarm button error. Customer's blood glucose at time of incident was unknown. The customer stated that there is no significant event leading to the alarm. The customer was advised that the device would be replaced. The customer was advised to discontinue use of the device and revert to a backup plan. The customer reported via phone call indicating that the insulin pump alarm battery out limit. Customer's blood glucose at time of incident was unknown. Customer was assisted in clearing the alarm. Customer was advised to monitor pump. The customer reported via phone call indicating that the insulin pump alarm check settings alarm. Customer's blood glucose at time of incident was unknown. Customer was assisted in performing self-test and test passed. Customer was advised monitor pump. Customer was advised that pump will need be replaced due to button error.